Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 429888 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) trigger due to noise. It was noted that the noise was reproducible before the procedure. The pocket was opened, and the rv lead was reconnected to the cardiac resynchronization therapy defibrillator (crt-d). It was noted that after reconnecting the lead, there was no artifacts seen. The device and lead remain in use. No patient complications have been reported as a result of this event.